Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the synchroseal instrument involved with this complaint and completed the device evaluation. Visual inspection was performed, and the instrument was found to have thermal damage on the cut electrode located on the bottom jaw of the grip set. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. Upon visual inspection, all 9 jaw ceramic dots were present at the tips. The instrument was returned with a cut energy cord. As a result, the instrument could not be tested for sealing functionalities. The instrument was tested for electrical continuity by connecting a multimeter to the grips and the cut exposed wires at the housing. Electrical continuity passed. A review of logs showed no failures. The instrument was further investigated by the advance failure analysis engineering (afae) team and the following information was obtained: the e-100 generator logs were reviewed, and no errors were found. The afae team confirmed the initial findings - cut electrode had slight thermal damage, most likely due to arcing. Burn marks on the seal electrode confirmed the arc remained within the jaws of the instrument. Cut electrode arcs that remain within the jaws of the instrument are an expected condition of the bipolar cut (sync) function dependent on fluid, tissue type, tissue amount, etc.

Event description:
It was reported during a da vinci-assisted cardiac procedure, the synchroseal instrument was misfired. A backup instrument of the same kind was used to continue the surgery. The procedure was completed with no report of patient injury. Intuitive surgical, inc. (Isi) has made multiple follow-up attempts to obtain additional patient/event information. However, despite the follow-up good faith efforts no further details have been received as of the date of this report.